Manufacturer narrative:
Device evaluation: lens was returned dry with clear surgical residue in a contact lens container. Visual inspection found no visible damage and foreign residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm tmicl13.2, -8.0/3.0/067 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was repositioning was performed due to lens rotation not associated to low vault but it did not resolve the problem. On (B)(6) 2019 the lens was exchanged for non toric lens and the problem resolved.